Manufacturer narrative:
Report confirmed. Evaluation determined that device was fractured. The likely cause of failure could not be determined. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the burr tip broke off during use in spinal decompression, all fragments were accounted for and intraoperative x-ray was taken. On follow up it was reported that the fragments were removed from the patient and due to x-ray intervention the procedure got delayed for 15 minutes. It was also reported that the name of the procedure was laminectomy. Event notified on: 2022-04-14.